Manufacturer narrative:
This device is used for treatment not diagnosis. The ventricular assist system is indicated for use as a bridge to cardiac transplantation and destination therapy in patients who are at risk of death from refractory end-stage left ventricular heart failure. The system is designed for in-hospital and out-of-hospital settings. Product event summary: the batteries ((B)(4)) were not returned for evaluation. The reported event was confirmed through log file analysis. A review of the log files pertaining to the controller in use during the reported event revealed that (B)(4) had cycle counts above 3375. This finding is usually associated with a communication error, which caused the battery to unintentionally set the cycle count to 3375. A review of previous controller log files from the same patient revealed that the patient contained a pre-smr controller and that (B)(4) had a cycle count above 3375. As a result, the most likely root cause of the reported event can be attributed to a communication error between the batteries and a controller that did not contain the smr software. Other devices involved in this event: heartware ventricular assist system ¿ battery; model 1650, serial number: (B)(6), expiration date: 2017-02-28, (B)(4), mfg date: 2016-02-28, 3213, heartware ventricular assist system ¿ battery, model 1650 serial number: (B)(4), expiration date: 2017-02-28, (B)(4), mfg date: 201602-28, (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
The batteries were returned to the manufacturer because they were showing erroneous cycle counts, greater than 500. The devices subsequently tested out of specification during manufacturer¿s analysis. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.